Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing, impedance and threshold increase were noted on this csp lead. It was explanted and replaced by a new lead implanted in the rv apex.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The available lead was visually inspected. The inner conductor coil was found fractured between the lead tip and the ring electrode. This damage can be considered the root cause for the observed oversensing and impedance issue. The characteristics of the damage indicate severe mechanical stress of the lead in the implanted state and or during implantation. The analysis of the provided fluoroscopic images/videos from the implantation gained no further information. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.